Event description:
It was reported that this right atrial (ra) lead exhibited atrial undersensing. Technical services (ts) was asked about programming recommendations. This lead remains in service. No adverse patient effects were reported.